Manufacturer narrative:
Evaluation of the returned bmx81 confirmed that the catheter was fractured. If the bmx81 is advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. The patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed ovalization and kinks on the distal fractured segment. This damage was incidental to the reported complaint. The kink likely occurred during snaring of the device. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2023-00565 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the venous sinus using a penumbra system red 62 reperfusion catheter (red62), a benchmark bmx81 access system (bmx81), a velocity delivery microcatheter (velocity), a non-penumbra sheath (7fr) and a guidewire. It should be noted that the patient''s anatomy was tortuous and there was a stenosis in the anatomy. During the procedure, the physician gained access from the right groin using the 7fr sheath. While advancing the triaxial system (bmx81, red62, velocity, guidewire) to cross the stenosis, the red62 and bmx81 met resistance and the system kinked. Subsequently, the bmx81 and red62 fractured. A snare was advanced through the 7fr sheath to snare and hold onto the red62 and bmx81. However, the 7fr sheath was too small to pull and snare the catheters out. Therefore, the left groin was accessed with a larger non-penumbra sheath (14fr) and an additional snare was used to remove the bmx81 and red62. The procedure was completed using a new red62, bmx81, velocity and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. This report is associated with MFR report number: 1.3005168196-2023-00565. H3 other text: placeholder.